Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas 6000 c501 module. The initial a1c result was 8.9%. The doctor questioned the result and the same was repeated. The repeat result was 5.0%.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation is ongoing.